Event description:
It was reported, the insufflation unit exhibited the pressure was dropping out on it, it was not holding pressure. Event took place during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, d9, h2, h3, h6, h11. The device was returned to olympus for inspection. The most probable cause of the complaint is d02 - cause traced to component failure. Expected or random component failure without any design or manufacturing issue due to c0601 - degradation problem identified. Problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the insufflation unit exhibited the electropneumatic proportional valve good test was substituted. There were no reports of patient involvement.